Manufacturer narrative:
Findings: the unit was received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No battery / battery tube heating up noted or burned components were found per visual inspection. The power graph analysis confirmed low battery, power loss alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Unit was received with cracked case on the back at the battery tube area. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Slight corrosion found at the battery tube per visual inspection.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm and low battery alarm. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No battery / battery tube heating up noted or burned components were found per visual inspection. The power graph analysis confirmed low battery, power loss alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Slight corrosion found at the battery tube per visual inspection.